Manufacturer narrative:
D4: the suspected lot# is either a - 60485779 or b- 60440192 d4: the suspect lot a has a UDI# of (B)(4) and the expiration date is 07/31/2026. The suspected lot b has a UDI# of (B)(4). And the expiration date is 02/28/2026. E1: initial reporter postal code: (B)(6). E1: initial reporter phone no.(additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of sterile repeater pump tube sets were leaking from the vent. The leaks were observed while filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the suspected lot# a: 60485779 was manufactured on august 07, 2023. H4: the suspected lot# b: 60440192 was manufactured on march 01, 2023. H11: the actual devices were not available; however, two (02) photographs of samples were provided for evaluation. Visual inspection of the first photo showed the way the system was supposed to function with the air valve closed. However, the second photo showed the vent cap separated from the spike vent which can result in a leak. The reported condition was verified. The cause of the separated vent could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these suspect lots. Should additional relevant information become available, a supplemental report will be submitted.